Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, unable to update the system to 1.7.5. When attempting the upgrade, the system proceeded to the circle update graphic but powered down shortly after. Troubleshooting performed, confirmed the date and time were set correctly, confirmed there were no build repos in global settings. Checked the usb drive and confirmed there was no archive folder. Attempted the update again with the nim plugged into another outlet. The unmount usb message appeared, shut down the system, the circle graphic appeared, but then the system fully shut down. Noted that the circle graphic was frozen and was not spinning. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found verified issue. Also software was v1.5.4. Replaced ssd card and software updated to v1.7.5. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.